Event description:
It was reported that a centrimag motor kept alarming s3 alert. This alarm occurred in the priming and start up period when they switched out the motor from one centrimag console to another. Related manufacturer's report number for the centrimag 2nd generation primary console: 2916596-2023-08657.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a log file was downloaded for review from the centrimag 2nd generation console (serial number: (B)(6)) associated with the centrimag motor (serial number: (B)(6). A review of the downloaded log file showed events spanning approximately 6 days (03dec2023 ¿ 06dec2023, 08dec2023, 11dec2023, 04jan2024 per time stamp). Events occurring on 04jan2024 took place during lab testing at abbott. The log file captured intermittent atypical s3 alarm active beginning on 05dec2023 at 16:13:54 due to a sf_sps_fan_speed sub fault flag. The alarm was muted and cleared several times and was active for the last time on 06dec2023 at 19:49:54. Pump speed was not affected by the alarm. There were no other notable atypical alarms active in the log file. The centrimag motor was returned to the service depot and was evaluated and tested on 24jan2024. The motor was connected to a mock loop and ran for several days. During this time the cable was manipulated by hand. The motor functioned as intended and the reported event was unable to be reproduced. The motor was returned to the customer. After review of the log file and product testing the reported issue was isolated to the returned centrimag console. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled "console alarms & alerts" addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.